Event description:
The customer indicates a ECG connect error. No harm to patient.

Manufacturer narrative:
The device has not been received at this time, but is anticipated. Upon its receipt and completion of an investigation, a supplemental will be submitted.